Event description:
As reported by affiliate, the hub was broken and the physician could not inflate the stent. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.